Event description:
Voluntary medwatch form received states: it was reported that the patient developed an infection approximately one month after an abbott dual pacemaker system was implanted. The implantable pulse generator (ipg) system was explanted and replaced with a medtronic leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Related voluntary medwatch form received: mw5154840.